Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal variceal ligation (evl) procedure within the middle esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal variceal ligation (evl) procedure within the middle esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that six bands were present, with all bands moved out of position. In addition, the ligator teeth were visibly damaged/broken. Additionally, the suture loop was intact and attached to the wire loop of the trip wire however; the suture had been removed from the ligator head. Further analysis of the handle slot revealed that the tripwire was cinched (secured) in the handle assembly slot. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that six bands remained on the ligator head and were rolled out of position. Further evaluation revealed that the suture had been removed from the ligator and the ligator teeth were damage/broken. Although the trip was cinched in the handle assembly, it is possible the user did not properly set-up the device causing the failure. Failure to properly set-up and/ or tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly and ultimately damaging the teeth as seen with this unit. Based on the evaluation of the device and evaluation of returned devices with similar issues, it is most likely that anatomical / procedural / operational factors were encountered during the procedure that impacted the deployment activity of the bands. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed